Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient improperly disconnected from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient disconnected during fill one of peritoneal dialysis therapy and fluid leaked from the patient line. It was discovered that the patient failed to stop therapy and close the clamps. The technical service representative assisted with ending therapy and removing the current supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.